Event description:
It was reported that a smiths medical pump alarmed no disposable clamp tubing. Pump settings: rate 2.1, res vol 81.8, given 5.2. Air in tubing, no injury to patient. No further information available.